Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the battery failure is due to the decline of a single cell voltage within battery one. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) battery failure during operation. The initial device was replaced, and the case continued. There was no reported patient harm.